Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Please note, the actual quantity of affected devices is two.

Event description:
It was reported that two drills broke; one piece could not be retrieved and remained in-situ in the patient, and the other piece was retrieved.

Manufacturer narrative:
The reported event that two pieces of the drill were broken off could be confirmed. Within the inspection it was visible that the drill helix was fractured in two pieces. One piece could be retrieved and was returned for investigation. Within the investigation it was determined that the cutting edges of the remaining drill helix as well as the broken off piece show strong damages and plastic deformations. Furthermore, the tip of the drill have been completely destroyed resulting from impacts with a hard material, not bone. Moreover, the fracture surface shows the appearance of a forced rupture resulting from torsional overload during application. Based on investigation the root cause of the drill helix breakage could be attributed to a user related issue. The breakage of the drill was caused by too high torsional forces during application due to impacts with a hard material (not bone). Indications for material, manufacturing or design related issues were not found within the investigation.

Event description:
It was reported that two drills broke; one piece could not be retrieved and remained in-situ in the patient, and the other piece was retrieved.